Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier - (B)(4) / inspected, packaged and released by: monument. Release to warehouse date: 14-apr-2020. Part number: 314.467, stardrive screwdriver shaft t8 105mm. Lot number: 27p8008 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns063237 rev c met all inspection acceptance criteria. Certificate of compliance supplied by universal punch dated 01-apr-2020 and certificate of tests supplied to universal by carpenter dated 28-mar-2018 were reviewed and determined to be conforming. Hardness specified at hrc 52 minimum; hardness certified at hrc 53.74 packaging label logs (pll) lmd rev ac were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that during a procedure on (B)(6) 2023, when the specialist requested the first screw bloq av 2.7, it was noticed that the screwdriver does not fit with the head of the screw. It was identified that the tip of the screwdriver is worn out and it feels smooth, so it does not grip. The surgery was delayed for about 15 minutes to get another device. The surgery was finished satisfactorily. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.